Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 10mm amplatzer septal occluder was successfully implanted. After the procedure, a chest x-ray and surface echocardiogram were performed. During these scans, it was observed that the device was no longer in the septum. On an unknown date, the device was retrieved. The patient was reported as stable.

Manufacturer narrative:
An event of device embolization to the iliac arteries was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that prior to the procedure, the defect was sized using a balloon and stop flow technique. On fluoroscopy, a 9.8mm size was measured. The device was implanted successfully and without problems. The patient remained hemodynamically stable throughout the procedure. 8 hours after the procedure, a chest x-ray and surface echocardiogram were performed. During these scans, it was observed that the device was no longer in the septum and had traveled to the bifurcation of the iliac arteries. On the same day, the device was retrieved using percutaneous retrieval. The patient was reported as stable and discharged without complications on (B)(6) 2022. Another abbott device is planned to implant in the septal defect on an undetermined date.